Event description:
The customer contacted baxter's service center regarding a reported alarm; which occurred on the homechoice (hc) during dwell 9 of 9. The hp only had solution in the final bag. The registered nurse (rn) disconnected the bag and connected the final bag to heater line earlier. The hp had nine small bags that were connected. The therapy was ended. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) (B)(6) 2012 the regarding reported problem. The pd rn stated they did not call baxter regarding any alarms associated with their patients. They stated they have no knowledge of such reports. They stated all their patients are doing fine and are not having any problems. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up MDR will be submitted if additional information is obtained. A 510(k) number will not be provided in the emdr, because the product is unknown.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product issue. Complaint is confirmed because the patient reported during trouble shooting of an alarm situation check lines and bags, nurse disconnected bag and connected it to heater line, which is a use error/poor aseptic technique. The cause was undetermined. The label review found the patient at home guide to be adequate for the use error in this incident.